Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer tried to clean the tip of the thunderbeat scissor, the white part of the probe had become raised and almost detached. The issue occurred during the therapeutic gynecology. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) months since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, the tissue pad in the grasping section was worn and partially peeled off, could not be identified. A root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ olympus will continue to monitor the field performance for this device.